Event description:
The patient's mother reported that the pump is not recording some bolus deliveries in the pump history. She says, the patient is positive she programmed bolus doses for dinner and breakfast and they were not in the pump history. During the troubleshooting, the patient programmed a 1 unit bolus dose delivered into air and the pump recorded the dose in the history. There is no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump was returned to animas. Evaluation is not yet complete. When evaluation is complete, the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a reviewed of the total daily dose history from (B)(6) 2011 to end of pump use on (B)(6) 2011 showed that the daily insulin delivery totals correctly reflect the users programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. Multiple boluses were performed and recorded correctly in the pump history. No pump history issues were found.